Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "inserted a variax locking screw, but it did not lock. When surgeon reinserted a different screw of the same size, it locked".

Event description:
As reported: "inserted a variax locking screw, but it did not lock. When surgeon reinserted a different screw of the same size, it locked".

Manufacturer narrative:
Please note the corrections to d4 gtin and h6 health impact code. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: in the received screw, the threads in the screw head are found deformed due to excess metallic contact. Threads on the shaft are in good condition which shows that the issue occurred during locking of screw. In socket of the screw head, strong stress marks with deformation can be seen which indicates that an excess torsional force has been applied in clockwise direction during tightening of the screw. Due to application of excess torsional force, the threads in the head received excess torque and got deformed leading to locking issue. It is worth noting a potential non-conformity report was initiated to address similar events related to the variaax2 locking feature. The investigation of the nc revealed the over torquing during insertion was the root cause of the event. Although no product related issue could be detected, a preventive action (CAPA) was opened. As a result, the design of the variax 2 locking screws shall be changed to increase the torque to failure of the locking interface. The screw involved in the reported event was manufactured before any design change took place. Based on investigation, the root cause was attributed to a user related issue. Evidence of screw overtightening was observed, which should be avoided as it could damage the implant. As a reminder, the instructions for use clearly state that: "¿ screws must not be over-tightened during insertion. Excessive overtightening will compromise the integrity of the screw head, resulting in possible screw breakage." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.